Manufacturer narrative:
This product investigation is still in progress. This report will be updated when product investigation is complete.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited oversensed noise on the right ventricular (rv) channel. Technical services (ts) was consulted, upon review of the available information oversensed noise leading to pacing inhibition was observed on multiple recorded episodes. Ts stated that a lead conductor anomaly was suspected to be the cause for the oversensed noise; however, this was not confirmed. Further evaluation was conducted; however, the noise could not be recreated. This crt-d remains in service. No adverse patient effects were reported.